Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in fair condition. It was observed to be leaking from the bottom left side of the water tank reservoir. The root cause of the reported issue was found to be a faulty gasket due to wear and tear. Actions were taken to mitigate the reported issue: replaced the tank cover gasket .

Event description:
It was reported that the warmer was leaking. No patient injury was reported.